Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the black box showed evidence of several unexplained power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and was able to fit. Moisture was found in the battery canister. A leak was found in the battery compartment. The battery cap was fastened and unscrewed a half turn with no reboots. The rewind load, and prime steps were performed successfully. The pump cover was removed to find no further moisture corrosion to the power printed circuit board or the continuous glucose monitoring module.